Event description:
It was reported to philips that the system was hanging and restarting. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and check system was hanging and restarting. To resolve fse performed full system restart. Fse monitored the system. The system was working as intended. The codes were updated based on the investigation outcome.